Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the crimped stent found that distal stent rows 5-6 were damaged. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion profile. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16-jan-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified left circumflex artery. After predilation was performed, a 2.75 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed the stent damage.